Event description:
It was reported that a malfunction with code malf 9 occurred, but no notable events happened prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by giving pump reset information and helping reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue recurs.